Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicated that the device was manufactured on 10/17/2011 and has no repair history at zimmer surgical. Eval of the device observed that the control bar was nicked. Prior to repair, the device was within calibration spec. Post repair failure analysis determined the motor operated outside of specs, where in the motor would not operate at the correct speed and displayed excessive amp draw. Additionally corrosion was observed on the outside of the motor casing. No info was obtained regarding the customer's sterilization practices; however, improper sterilization most likely caused the corrosion on the motor. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was cutting too deeply. Add'l clinical f/u with the reporter indicated that the issue was noted during testing of the device prior to surgery and was not used on a pt. Another dermatome was retrieved for use during the procedure and there was no delay of the procedure starting. No info was provided by the reporter regarding how they determined the device was cutting too deeply prior to use. The customer did not provide details regarding testing methods they performed to reach this conclusion.